Event description:
It was reported that the patient had been syncopal and passed out. The device recorded one ventricular high rate episode (vhre) and mode switch (ms) episodes. It was also reported that the dates of the episodes seen did not correlate with the day the patient passed out. However, the patient has had multiple presyncopal episodes prior to this device interrogation and they seem to be related to positional changes like getting out of bed or getting out of a chair. It was further reported that the device was interrogated and changes made to collect egms to access ventricular events rather than atrial events and the rate was decreased to 140 for recording; basically no specific arrhythmias were found to account for the recent syncopal events. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.